Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as device was lost in transit, therefore unavailable for device investigation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. Based on the information provided the results conclude that the most likely root cause is user related. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Multiple MDR reports were filed for this event. MDR: 9610905-2023-00017 and MDR: 9610905-2023-00018.

Event description:
Upon activation, distractor footplate was observed to be bending on CT scan due to incomplete installation procedure. It was removed and replaced and new distractor performed as expected.

Manufacturer narrative:
An initial investigation was performed on the basis of complaint statistics as the device was identified as lost in transit. The product was delivered and an investigation of the actual suspected device was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Additional information: lost in transit product received for investigation. Corrected data: g1 - contact company name. G1 - manufacturer name. H6 - component code (g). Type of investigation (b). Investigation conclusion (d). D9 - yes.